Event description:
Injury to pt from electrosurgical pencil. It is undetermined at this time how the cord (wire) had or developed a break in the insulation material. The injury was approximately 1", similar to what one would experience by touching the "size" of a hot iron or skillet. Open wire or bovie arced and burned the drape to the pt's skin. Burn to neck.